Event description:
It was reported through a remote transmission that the patient's implantable cardioverter-defibrillator exhibited over-sensing of post paced t-wave over-sensing resulted in non-sustained right ventricular over-sensing episodes. No intervention has been performed. The patient had no adverse consequences.